Event description:
The complainant reported the patient was on impella cp support and the patient reported losing feeling in her impella leg. The medical doctor inserted reperfusion sheath and symptoms improved. It was further reported that the patient coded and expired. No further information provided. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant also reported that there were placement signal issues. Staff reports that when the white cable was unplugged and reinserted, a red placement signal appeared normal for a short time but then the alarm resumed. Support continued.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed optical signal issue and limb ischemia. It was stated that there were placement signal no reliable alarms and that the pump was unplugged from the console and reinserted, the placement signal alarms resolved but a short time but then the alarm resumed. Due to lack of product and data logs returned, the root cause of the optical signal issue cannot be determined. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27423. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.